Event description:
The customer reported that the 840 ventilator stopped cycling. There was no pt involvement. Covidien tech support engineer (tse) troubleshot this issue with the customer over the phone. The customer was recommended to try the exhalation compartment, power supply then the analog interface pcb. Covidien was not authorized to repair the unit.

Manufacturer narrative:
(B)(4).